Manufacturer narrative:
(B)(4). The cause of death was cardiac failure. The patient was using automated pd therapy. The therapy logs revealed the last six therapies from (B)(6) 2014. There were no iipv events. The patient¿s last completed therapy was two months prior to death. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent a whole system function and calibration check. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. As revealed in the therapy logs, the patient¿s last completed therapy was two months prior to death therefore, the homechoice device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.